Manufacturer narrative:
Instrument was returned broken at tip. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Customer indicated" this is the third tip which has been broken. Handing is done due to the dfu." Recommended settings for puendo8 are a minimum of 1 and a maximum of 4. These tips should be used with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, root cause is undetermined. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #8 broke during use. The event outcome is unknown as of this MDR evaluation.